Event description:
IV accessed by 18 gauge needle. Upon removal of needle by activating safety device, the catheter became dislodged from the hub and needed to be retrieved from patient's vein. The case was reviewed looking for technique. Nurse used the correct technique. Therefore the cause was thought to be related to faulty catheter at hub.